Event description:
It was reported that during the use of the product, leakage of medical fluid from the connection part, where the filter and the tube were connected, was observed. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: , corrected data: d1, d2: updated; d4: model number: does not apply to this device.

Manufacturer narrative:
Other text: one device was received for investigation. During visual inspection the device was observed to be disassembled, but no damage or anomalies present. During functional testing no leakage or occlusion was observed with the device. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the evaluation, the investigation could not confirm the reported issue. No actions have been assigned., corrected data: h10 narrative updated.